Event description:
It was reported that during a peripheral procedure, the catheter separated. The lesion was located in the tibia. The physician used a coronary ultra2 monorail (mr) cutting balloon as "that was what was available". The physician advanced the ultra2 mr cutting balloon over the bifurcation and went into the tibial vessel. The ultra2 mr cutting balloon worked well during inflation, however it is unknown how many inflations were performed. The physician then attempted to remove the ultra2 mr cutting balloon, however, he encountered difficulty. The physician applied more pressure due to the resistance, and the catheter snapped. As the fragment was still on the guide wire, the physician was able to advance another wire beyond it, and then he advanced a sheath down to the fragment. Using an unspecified small angioplasty balloon, the physician was able to "nudge" the ultra2 mr cutting balloon fragment into the sheath and retrieve it successfully. The procedure was completed with this device. The patient experienced no symptoms during this and no complications. Patient status following the procedure was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.